Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, light scissoring occurred when using on bile duct. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.